Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified forearm vein. A 6.0mmx20mmx80cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, upon initial inflation at 10 atmospheres for 4 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.